Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative urine hcg result vs. Serum quantitative result. A (B)(6), patient, had a urine sample run giving a negative result. The doctor questioned the results and a subsequent blood draw that afternoon resulted in a serum quant hcg of 800miu/ml and diagnosis of ectopic pregnancy.